Manufacturer narrative:
E1: facility name (B)(6). Address line 1 (B)(6). Phone number (B)(6). H3. Reason device not evaluated by manufacturing: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the endotracheal intubation bag leaked during the ward rounds, and the endotracheal intubation was replaced immediately. There was patient involvement and no patient harm/adverse event reported.